Event description:
The caller reported a minimum fill notification, indicating an issue with loading a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. The customer opted to load a new cartridge and declined further technical support.